Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported high sensor readings, self-treated with insulin (dose/type unknown) and subsequently experienced leg pain, fatigue, and lost consciousness. Customer was unable to self-treat and required treatment of glucagon nasal spray by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event. The customer reported blood glucose results of 91mg/dl and 33mg/dl from an adc meter, compared to sensor readings of 395mg/dl and 426mg/dl. The results when plotted on a parkes error grid fell into the "e" zone, showing the difference in values to be clinically significant.